Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. Reported event: the screw of the handle of the mics handpiece fell out at the end of making the saw cuts. The screw fell on the floor and did not enter the wound. Product evaluation and results: visual inspection: visual inspection was performed and confirmed that screw is missing from collar. Unable to repair. Functional inspection, dimensional inspection and material analysis were not performed as visual inspection confirmed the failure. Per wo-(B)(4) and (B)(4): product was rtv for rework. Product history review: device history records indicate (B)(4) devices were manufactured under lot k08u6 and (B)(4) devices were accepted into final stock on 12/22/2016. A review of qt16-12-0074 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k08u6 shows no additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that no nc/CAPA are associated with the failure mode reported in this event.

Event description:
The screw of the handle of the mics handpiece fell out at the end of making the saw cuts. The screw fell on the floor and did not enter the wound. Case type: tka.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The screw of the handle of the mics handpiece fell out at the end of making the saw cuts. The screw fell on the floor and did not enter the wound. Case type: tka.